Manufacturer narrative:
(B)(4). Mfg. Site name- (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was going to be used for a "p-cube" procedure in the ureter performed on (B)(6)2017. Reportedly, the laser unit used was a holmium laser. According to the complainant, during unpacking and outside the patient, the laser fiber body was found bent. There were no visible damages found on the package. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 365 laser fiber was received for evaluation. Disinfection notes stated that the fiber was returned kinked and that the fiber was separated into two pieces at the kink during disinfection. The fiber was fractured approximately 36.5cm from the top of the connector to the kink/break. The exposed glass tip was unused. The condition of the returned device confirms the reported event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a flexiva 365 laser fiber was going to be used for a "p-cube" procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a holmium laser. According to the complainant, during unpacking and outside the patient, the laser fiber body was found bent. There were no visible damages found on the package. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.